Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had frequent no or intermittent response by button press. The customer's blood glucose level was unknown. The customer reported that the middle button) had an issue. The customer reported that the buttons were still unresponsive. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with no response from any button, problem isolated to keypad assembly. Unable to perform self test or displacement test due to keypad anomaly. (B)(4).